Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to determine if the right ventricular (rv) lead helix was deployed or not during fluoroscopy due to the patient¿s rotated heart. The rv lead exhibited high thresholds and undefined high pacing impedance in two different locations. Upon removal of the rv lead the physician attempted extending the helix without success. A significant amount of blood in the port containing the helix was noted. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.